Event description:
This is the second of two reports on the same pt involving two separate incidents with the same product. Refer to medwatch 1065835-2011-00012 for a description of the second report. It was reported by the pt that during contact lens wear the lens tore in his eye and he developed a corneal ulcer. The pt is (B)(6). Add'l info received from the eye care professional stated that they were unaware of an event for this pt. The eye care professional stated that the pt was a medical doctor and most likely, self-diagnosed and self-treated. Add'l info has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for eval. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).